Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh29 instrument was used. A leak was found due to malformed staples. Another unstrument was used to re-anastomoses the tissue.